Event description:
Customer reported on the following incident, the pt, a male, who aspirated the capsule after choking trying to swallow it. It has been localized at the r medial basal segment of the lower lobe bronchus. The capsule had been stuck in the lungs for two weeks. Attempts to remove this first by flexible bronchoscopy, then by rigid bronchoscopy with a capture net have been unsuccessful. The pt is currently at home and in no apparent significant distress. The pt physician wanted to know what type of medical device should be used to remove the capsule.

Manufacturer narrative:
Given imaging chief medical officer has discussed with the pt physician and sent him two case reports for his reference. This pt attempted to swallow the capsule, but chocked and aspirated the capsule instead, and required bronchoscopy. This suggests that the pt did have a swallowing disorder, which is a recognized contraindication to the user of capsule endoscopy. This would indicate a user error.